Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, uncomfortable, swollen lymph node under armpit and smaller in size and exchange due to concern with the product.

Event description:
Patient reported right side "pain, uncomfortable, swollen lymph node under armpit and smaller in size and exchange due to concern with the product." Device remains implanted.

Event description:
Patient and healthcare professional reported right side rupture confirmed by ultrasound.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Device was explanted.